Event description:
This is filed to report gripper actuation issues. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw mitraclip was attempted to be implanted on the lateral aspect of a2/p2 however, the posterior griper failed to drop past approximately 15 degrees. Grippers were cycled multiple times but the issue persisted. The ntw was removed from the patient and the grippers were cycles outside of the patient. After three attempts the gripper dropped slowly. A replacement ntw mitraclip was then used to complete the procedure, reducing mr to grade 2. A third clip had been prepared, but was decided to not be used. There were no patient consequences and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (gripper actuation - single) associated the difficulty lowering the gripper could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.